Event description:
Report received of an under-delivery of antibiotic. The patient was receiving zosyn in the intermittent mode. The customer could not recall the program parameters. It was reported that the pump display indicated that all doses were given, but there were still two doses remaining in the IV bag. There was no pump alarms. The pump was replaced and therapy was continued. The customer did not know if the patient had the IV bag in a fanny pack. There was no reported adverse patient event.